Manufacturer narrative:
The report of the ¿generator has not able to be paired with the ipod for about 3 weeks and that it cannot be connected to the ipad either, only the generator is displayed any attempt to open it does not work¿ was not able to be confirmed. As received the ipg was inoperable due to ¿stuck processor¿ that occurred at explant (B)(6)2021), per last battery time stamp (B)(6) 2021). After clearing the stuck processor condition, using the universal engineering programmer (uep) inductive tool, normal bonding between the ipg and clinician programmer was observed. The device also passed all tests on the ate (automated test equipment). Prior to explant, the device was providing therapy and according to the ipgs therapy delivery log, program changes had been made via a programmer. This indicates the device was able to communicate with a programmer.

Manufacturer narrative:
D6a - date of implant was inadvertently excluded in the previous report. Corrected data: the report of the ¿generator has not able to be paired with the ipod for about 3 weeks and that it cannot be connected to the ipad either, only the generator is displayed any attempt to open it does not work¿ was not able to be confirmed. As received the ipg was inoperable due to ¿stuck processor¿ that occurred on (B)(6) 2021, based on the last battery time stamp of (B)(6) 2021. The ipg will stop logging battery voltage once it enters the service app state. After clearing the stuck processor condition, using the universal engineering programmer (uep) inductive tool, normal bonding between the ipg and clinician programmer was observed. The device also passed all tests on the ate (automated test equipment). Prior to the device becoming inoperable due to the stuck processor, the device was providing therapy and according to the ipgs therapy delivery log, program changes had been made via a programmer. Therapy was turned off with a programmer on (B)(6) 2021. This indicates the device was able to communicate with a programmer.

Event description:
It was reported that the patient's ipg was inoperable and would not communicate with external devices. As a result, the physician explanted and replaced the patient's ipg.

Manufacturer narrative:
Date of event is estimated. (B)(6).